Manufacturer narrative:
Procept previously submitted investigation results under the follow-up 1 report. After submission of the follow-up 1 report procept received additional details which were reported to the agency in a follow-up 2 report. Procept has updated the investigation results based on the additional details received. The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was performed, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 3. Contraindications do not use the aquabeam robotic system in patients who do not meet the indication for the system¿s intended use. 4.3 warnings: procedure ¿ as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bleeding. Section 8.32 states the following: a. After the aquabeam handpiece removal, follow the standard clot evacuation procedure to remove clots and tissue with a cystoscopic sheath by using an ellik bladder evacuator or toomey syringe. B. Use one of the following methods to achieve hemostasis: ¿ cautery followed by foley balloon catheter insertion. ¿ under spinal anesthesia, insert a balloon catheter in the bladder with bladder neck traction then fill the bladder with sterile saline and maintain for approximately 30-60 minutes before starting cbi (continuous bladder irrigation) ¿ balloon catheter in bladder with bladder neck traction ¿ balloon catheter in prostatic fossa: inflate balloon with 5cc in the bladder under trus guidance retract balloon into prostatic fossa inflate balloon to 30-50% of initial prostate volume apply mild traction on the catheter to hold the balloon catheter in place ¿ balloon catheter in bladder, no traction c. Start cbi per hospital protocol. It was reported that post aquablation therapy, the patient had to be taken back to the operating room twice due to "significant" clot that could not be evacuated. Additionally, the patient required a blood transfusion. During the second takeback on (B)(6)2024, the cautery instrument sparked in the patient's bladder, resulting in a bladder perforation. Open surgery was performed to repair the bladder injury. Following the bladder repair surgery, the patient's creatinine went up and his urine output worsened. The patient had a suprapubic tube and urinary catheter placed. The patient's pre-existing hydronephrosis worsened. The patient's family decided to stop medical intervention on (B)(6)2024. And the patient was transferred to hospice. The patient was sent home from hospice on (B)(6)2024 and passed away on (B)(6)2024. The treating surgeon does not attribute the death to aquablation therapy. He believes that the clots were caused by the patient's pre-existing myelodysplastic syndrome. The treating surgeon reported that the family chose to stop medical therapy event though there were other treatment options available. The aquabeam robotic system instructions for use list bleeding as a potential risk of aquablation therapy and provide adequate instructions on how to achieve appropriate hemostasis. Review of the treatment log files, device history record, labeling/IFU, and information received through the treating surgeon confirmed that no device malfunction occurred and the aquabeam robotic system functioned as intended and was used in accordance with its instructions for use. The reported event was determined not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
On 13-dec-2024, procept received additional information from the treating surgeon. Per the treating surgeon, the patient did not have a pulmonary embolism, as previously reported. He had hypoxia and aspiration pneumonia and was in the surgical intensive care unit (sicu) due to this. Following the patient's second takeback for cautery, where the bladder ruptured due to a cautery spark, the patient's creatinine levels went up and his urine output worsened. The patient had a suprapubic tube and urinary catheter placed. The patient's pre-existing hydronephrosis worsened. The patient's family decided to stop medical intervention on (B)(6) 2024. And the patient was transferred to hospice. The patient was sent home from hospice on (B)(6) 2024 and passed away on (B)(6) 2024. The treating surgeon does not attribute the death to aquablation therapy. He believes that the clots were caused by the patient's pre-existing myelodysplastic syndrome. The treating surgeon reported that the family chose to stop medical therapy event though there were other treatment options available. Additional health effect - clinical codes and health effect - impact codes have been added to this report to capture this additional information.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient with pre-existing hypertension underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that post aquablation therapy, the patient had to be taken back to the operating room twice due to "significant" clot that could not be evacuated. Additionally, the patient required a blood transfusion. During the second time the patient was taken back to the operating room, the cautery instrument sparked in the patient's bladder, resulting in a bladder perforation. Open surgery was performed to repair the bladder injury. It was reported that the patient did well but developed a pulmonary embolism and was intubated in the surgical intensive care unit. Multiple follow-up attempts have been made for additional information; however, to date no additional details have been provided. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was performed, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3 warnings: procedure ¿ as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bleeding. Embolism. Section 8.32 states the following: a. After the aquabeam handpiece removal, follow the standard clot evacuation procedure to remove clots and tissue with a cystoscopic sheath by using an ellik bladder evacuator or toomey syringe. B. Use one of the following methods to achieve hemostasis: ¿ cautery followed by foley balloon catheter insertion. ¿ under spinal anesthesia, insert a balloon catheter in the bladder with bladder neck traction then fill the bladder with sterile saline and maintain for approximately 30-60 minutes before starting cbi (continuous bladder irrigation) ¿ balloon catheter in bladder with bladder neck traction ¿ balloon catheter in prostatic fossa: inflate balloon with 5cc in the bladder under trus guidance retract balloon into prostatic fossa inflate balloon to 30-50% of initial prostate volume apply mild traction on the catheter to hold the balloon catheter in place ¿ balloon catheter in bladder, no traction c. Start cbi per hospital protocol. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's instructions for use lists embolism and bleeding as potential risks of the aquablation procedure and provides adequate instructions on how to achieve appropriate hemostasis. Based on the review of the information provided plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.